Event description:
Patient reported "requested information about the type of implants they have." Patient later reported "hardening, lumpy, cc" removed due to suspected bia ¿ alcl concerns. Patient later reported "recall of textured implants due to concerns of bia alcl, hardening of implants, lumpy, tightening bia alcl concerns" and "I did also have capsular contracture, grade unknown to myself". Device was explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade ii. This record is no longer reportable to the FDA and will be un-reported.